Event description:
It was reported that during an open pancreatoduodenectomy, the staples were malformed when the device used on the duodenum at 2nd and 3rd firing. The staples were formed in b-shape, but their tips were protruded from the back side of the staple line. The target tissue was normal thickness. The device was not fired on staple line or something hard. There were no noises occurred and no excessive force was applied during the firing. Another device for each was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.